Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient (B)(6) female patient underwent an atrioventricular nodal reentry tachycardia procedure with a webster ® cs catheter with ez steer® technology and auto ID and a noise issue occurred. A strong noise occurred on all electrocardiogram (ECG) channels, including the body surface and the intracardiac channels, on both the carto 3 and recording system. The physician did not have any clear ECG signal to monitor the patient¿s heart rhythm. The catheter was changed and the issue resolved. The procedure was completed with no patient consequence. This event is MDR reportable because lack of monitoring of cardiac rhythm while devices are intracardiac may pose a potential risk to the patient.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 04/16/2018. Device evaluation: it was reported that a patient (B)(6) year-old female patient underwent an atrioventricular nodal reentry tachycardia procedure with a webster ® cs catheter with ez steer® technology and auto ID and a noise issue occurred. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. No electrical malfunction was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Manufacturer's ref. No: (B)(4).